Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on the atrial channel. The patient was in the ER due to vf episodes. No intervention was reported.